Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg clopidogrel and 325 mg aspirin. An isleeve introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the25 mm lotus edge valve involved partial and complete re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the instructions for use. On the same day of the index procedure, the subject developed left bundle branch block. No diagnostics were performed. Temporary transvenous pacing was placed for rhythm management. At the time of reporting the event was considered not recovered/ not resolved.